Event description:
Edwards received information that a 23mm was explanted after an implant duration of one year and three months due to pannus growth on the inflow aspect of the valve and patient prosthesis mismatch. The patient had a peak gradient of 25mm at rest and was symptomatic with sob on exertion. Intraoperatively, there was a circumferential ring of pannus tissues somewhat obstructing the outflow orifice of the valve. This may have accounted for the symptomatology the patient was experiencing. The explanted device was replaced with a 25mm mechanical valve. Postoperative and intraoperative tee demonstrated a well-seated, normally functioning mechanical aortic valve. The patient was discharged home in stable condition on pod #6.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of pannus growth was confirmed. Report of prosthesis mismatch could not be confirmed through visual observations. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice, creating a ring at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Host tissue restricted leaflet mobility and led to stenosis. The wireform was exposed on commissure 2, and on the side of the valve near commissure 3. Minimal leaflet damage was observed near the free margin of leaflets 1 and 2 near commissure 2.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause could not be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 23mm was explanted after an implant duration of one year and three months due to pannus growth on the inflow aspect of the valve and patient prosthesis mismatch. The patient had a peak gradient of 25mm at rest and was symptomatic with sob on exertion. Intraoperatively, there was a circumferential ring of pannus tissues somewhat obstructing the outflow orifice of the valve. This may have accounted for the symptomatology the patient was experiencing. The explanted device was replaced with a 25mm mechanical valve. Postoperative and intraoperative tee demonstrated a well-seated, normally functioning mechanical aortic valve. It was reported that the patient was doing well post-operatively.